Event description:
The customer reported the x-ray tube is arcing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. (B) (4).